Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the quick bolus button was operational 25% of the time with or without the case on the pump. Blood glucose was 225 mg/dl.